Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received the inappropriate therapy. Upon reviewed, the implantable cardioverter defibrillator detected the ventricular tachycardia episodes, but the detection was not preserved. The programming changes were discussed but has not been performed yet. No other patient symptoms were reported.